Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.50x24mm promus element ¿ drug-eluting stent (des) was advanced and deployed in the lad. Post deployment, an edge dissection in the distal part of the stent was noted. Subsequently, a 3.50x12mm promus element ¿ des was implanted in an overlapping manner to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.